Event description:
It was reported that the target lesion was located in the proximal marginal artery with heavy tortuosity and heavy calcification. The 2.5 x 23 mm xience xpedition stent failed to cross the lesion. During the crossing attempt, the distal shaft separated. The separated part of the device was retrieved using a snare. A 2.5 x 15 mm xience xpedition stent was advanced next. However it also failed to cross the lesion and was retracted from the anatomy. A 2.5 x 16 mm non-abbott stent was able to cross and was implanted. No adverse patient sequela was reported. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.